Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device is a combination product. Device evaluated by MFR.: p select ous mr 32 x 3.50 mm stent delivery system, catheter was returned for analysis product mandrel inserted and stent protector was covering the balloon. The device was returned without a stent. A review of the manufacturing stent profile data was performed and the stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no signs of positive pressure were noted. The balloon was folded, and crimp markings were visible on the exposed balloon profile. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05aug2020 it was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion as located in the moderately tortuous and moderately calcified left anterior descending artery. A 32 x 3.50 promus premier select drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent detached/separated.